Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure that stent damage occurred. The 90% stenosed, calcified target lesion was in the left anterior descending artery (lad). The physician was attempting to treat the lesion with a 2.5x16mm taxus express2 drug eluting stent (des) when the stent delivery system (sds) was unable to cross a calcified region, within the target vessel, proximal to the target lesion. The physician attempted to withdraw the sds into the guide catheter once or twice when it was noticed that the tip of the stent was flared. The procedure was completed with another 2.5x16mm taxus express2 des. There were no patient complications reported and the patient's condition was listed as "good".